Event description:
During the device interrogation performed just after implantation, communication errors messages were displayed and pacing stopped for some cycles (visible on ECG). Programming head was removed an pacing resumed.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. Results and conclusions (no conclusion can be drawn): reported communication errors were not confirmed. The recorded ventricular pause most probably results from safe pacing mode normal behavior. (B)(4). Conclusion: reported telemetry errors were not confirmed. The recorded ventricular pause most probably results from safer normal behavior: an attempt to return a aai will fail either with an avbiii or with the safer pause criterion. Since a ventricular pause not greater than 3 seconds with default safer setting can occur every 100 cycles, another pacing mode should be considered for this patient if there is a comfort problem for him/her.